Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1bxfy, implanted: (B)(6) 2016, explanted: (B)(6) 2017. Product type: lead. All codes listed apply to the lead; there was no complaint on the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer¿s representative regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that when the patient¿s previous device was replaced the patient fell during the post-operative period and their lead migrated. Reprogramming was attempted and x-ray confirmed the lead had migrated. The lead was replaced and the issue was resolved, and patient was alive with no injury. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.